Event description:
It was reported that the patient had been scheduled to undergo a wound washout surgery. No other relevant information has been received to date.

Event description:
Additional information received noting that the wound washout was a result of an infection. A device history records (DHR) review was performed and the generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution.

Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.